Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. No image was present during testing due to a printed circuit board failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The specific root cause of the printed circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. The investigation is still ongoing. Should further information be provided, another report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this did occur during a procedure. The type of procedure and how it was completed are both unknown. However, there was no report of patient harm.